Event description:
It was reported that all electrode channels currently have hi impedances. No further info is available at this point in time.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: based on the limited information received, damage to the active electrode is suspected. No further information regarding this complaint has been received, despite several requests. The complaint can be re-opened if further relevant information is received.

Event description:
Additional information: it was reported that all electrode channels currently have high impedances. No further information is available at this point in time.